Manufacturer narrative:
Per tandem's t:flex user guide, "do not deliver a bolus until you have reviewed the calculated bolus amount on the pump display. If you dose an insulin amount that is too high or too low, this could cause very high or very low blood glucose. You can always adjust the insulin units up or down before you decide to deliver your bolus." No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the customer delivered a bolus, and noticed having 35 units of insulin on board (iob- active insulin in the body), and reported that the value was more than expected. Reportedly, prior to changing the cartridge, the customer delivered a bolus for 15 grams of carbohydrates. The customer's blood glucose (bg) level was 213 mg/dl. Review of the pump history by tandem technical support showed that the customer had delivered a 38 unit bolus for 115 grams of carbohydrates. The customer reported having accidentally pressing an additional "1" when attempting to deliver the bolus for 15 grams. Reportedly, the customer had disconnected from the infusion site while the bolus was being delivered, and was unsure of how much insulin the customer had received from the bolus. At the end of the call, the customer's bg level was 211 mg/dl. The customer declined further follow-up from tandem technical support, and confirmed having spouse nearby should an adverse event occur.